Manufacturer narrative:
A mfg batch record review was performed on an ultima fx press fit stem, cat# 85-5002, lot# 348337, all material and mfg records were in order, all specifications were met. At this time, jjpi considers this file closed.

Event description:
Femoral canal prepared with size 2 broach trial. A size 2 femoral stem was inserted and the femur fractured distal to the stem. The stem was implanted.